Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that they have experienced a blockage in the catheter. Additional info received on (B)(4) 2013 stated it is unk exactly when the difficulty was encountered. The blockage in the catheter was towards the tip, but uncertain to the exact point. The issue was resolved by removing and replacing with another arrow balloon wedge catheter successfully. There was a short delay to the case with no harm to the pt noted. There were no pt complications, injury, medical intervention required or death. The customer stated there is no further info available surrounding the fault.